Event description:
It was reported that during a procedure on (B)(6) 2015 while the surgeon was attempting to insert a 4.5mm partially threaded, cannulated screw by hand into the medial epicondyle of the distal femur the threads began to unravel. Fragments were generated, the surgeon decided not to attempt to retrieve the fragments and they remain in the soft tissue. The surgeon removed the screw repositioned the guide wire and drilled again over the guide wire and successfully inserted a new screw without incident. This event resulted in a 2 minute surgical delay. This is report 1 of 1 (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of the following device(s) was received: 4.5 mm cannulated screw, partially threaded (part # 214.55 / lot # unknown / mfg. Date: unknown), guide wire (part # 292.72) - no complaint against this device. The returned implant has damage that shows it was used. There are scratches and marks around the drive recess and the distal threads have began to peel off the screw shaft. It is unknown what caused the threads to peel off the shaft, but it is possible that the screw was attempted to be inserted into excessively hard bone. A visual inspection, complaint history review, drawing review, and assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of the issue is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Lot number of subject device was not provided by reporter and is unknown. Without a lot number the device history records review could not be completed. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.